Event description:
Intra-aortic balloon catheter (iab) through right "cfa" was not able to be completely deflated, and could not be removed except by opening and resecting distal right "cia" and all of "cfa".